Event description:
It was reported that a pump failure occurred, causing the pump to stop administering insulin. There was no adverse impact to the customer¿s blood glucose level. The customer declined further follow-up from technical support, and no additional information regarding the outcome of the event was obtained.